Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Event description:
Additional information received notes that the patient was discharged following the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.